Manufacturer narrative:
The returned products were visually inspected under magnification and tested to confirm failure. The driver handle does not show any abnormal signs of damage or malfunction. The a/o connect was tested multiple times with the returned driver tip. The tip connected/disconnected with no issues even after torque was applied. The driver tip geometry also does not show abnormalities. The tip engaged and lifted demo 1.5mm and 2.3mm screws without issue. Additional MDR associated with this event: 3025141-2021-00095: driver.

Event description:
During an orthopedic surgery, a driver tip was being used, with a handle, to insert screws into the bone. The driver tip would not stick in the screws and the driver tip would not release from the handle. A driver and handle were used from a second set with no problems. This caused a 15 minute delay in surgery.